Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's current blood glucose reading is 219 mg/dl. Customer experienced dizziness, feeling sick, faint and weakness. Customer's blood glucose reading at the time of the event was 500 mg/dl. Customer's diagnosed with diabetic ketoacidosis and fungus. Customer given breathing medication and fungal medication. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.